Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a blank display. The customer¿s blood glucose level was unknown at the time of the incident. The customer was not assisted with troubleshooting. The customer stated that the pump cannot turn on after replacing the battery. Customer stated that the issue still persists after replacing two batteries. Customer stated that the battery caps were not damaged. The insulin pump will not be returned for analysis.

Manufacturer narrative:
No blank display noted during testing. Device passed displacement test, active current measurement test, sleep current measurement test, and self test. During visual inspection, electronics stack and force sensor was corroded.